Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A literature article reported out of the 2995 eyes, 188 required enhancement, with an enhancement rate of six percentage, twenty eyes experienced complications or had other findings after photo refractive keratectomy enhancement. Haze was noted in eleven eyes and epithelial injection in two eyes, which were resolved. Endothelial pigment, corneal ulcer, corneal abrasion, dry eye, corneal scarring, chalazion, and neovascularization were other findings that either resolved or did not affect final vision in the affected eyes.

Manufacturer narrative:
No serial number was identified with this complaint, therefore the manufacturing documentation was not reviewed. All product and batch history records are quality reviewed prior to product release. Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).